Manufacturer narrative:
The subject device has not been returned to olympus medical system corp. (Omsc) for investigation. The exact cause of the reported phenomenon could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record, for the following items, of the past six-month from the incident date, nothing abnormal was found. (B)(4) oscillation inspection. U.s. Oscillation inspection. Based on the past similar cases, there is a possibility of phenomenon due to the following factors: when the device sealed the adjacent tissue, the second seal was failed to overlap the edge of the first seal. The subject device was used for blood vessel with a diameter over 4 mm. The subject device was used for patient with blood hypertension, coronary disease, arteriosclerosis, diabetes, and/or cirrhosis, or a patient with blood vessel irregularities such as calcification. While treating a blood vessel and/or tissue, the user did not squeeze the control handle firmly until the control handle touched the grip handle to stop. The instruction manual of the device has already warned as follows: to seal adjacent tissue, overlap the edge of the existing seal. The second seal should be distal to the first seal to increase seal margin. Otherwise, incomplete sealing may cause bleeding and/or the existing seal may be opened. Do not use the thunderbeat to seal a blood vessel with a diameter over 7 mm. Otherwise, sufficient sealing may not be achieved. Even when using this instrument on blood vessel(s) with diameter of 7 mm or less, coagulation or sealing by the instrument could be insufficient, and patient bleeding may result, depending on the condition of the patient or the blood vessel(s) and usage of thunderbeat. When using this instrument on blood vessel(s) with a diameter over 4 mm, be careful to avoid rebleeding. The recommended output setting for the seal & cut mode is level 1, and/or the recommended output setting for the seal mode is level 3. If the thunderbeat is used to treat a patient with blood hypertension, coronary disease, arteriosclerosis, diabetes, and/or cirrhosis, or a patient with blood vessel irregularities such as calcification, sufficient sealing performance may not be possible. To ensure high sealing capability, use the thunderbeat to seal healthy normal vessels. 5)when treating a blood vessel and/or tissue, squeeze the control handle firmly until the control handle touches the grip handle to stop. Otherwise, incomplete sealing may cause bleeding. Always position a vessel in the middle of the grasping section. Otherwise, the coagulation may be incomplete and the thunderbeat may wear out prematurely. The probe tip, the tissue pad, and the grasping section of the thunderbeat instrument wear due to ultrasonic vibrations. An excessive wear occurs depending on the way of use during the procedure, which may cause accidental destruction or deterioration of coagulating, coagulating/cutting, sealing, or sealing/cutting performances. To avoid such an event, be sure to prepare a spare thunderbeat instrument, torque wrench, and stabilizer.

Event description:
During a colon operation, the subject device was used. There was a large amount of bleeding from the sealed part with the subject device. The physician tried to seal & cut the colon with the subject device, but could not seal the colon and leaked. As a result of these, the patient had a heart stop. When cardiopulmonary resuscitation was carried out, the rib was broken but the patient resuscitated. This report describes the bleeding from the seal part.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".